Event description:
Solicited call to patient spoke to patient who reported using 1 mix from her emergency kit on (B)(6) 2023. She stated that her pump had been alarming with high pressure. She tried to trouble shoot and ended up wasting the premix cassette and using the one mix from her emergency kit. It wasn't reported to a pharmacist until today. Patient reported that for one of the pumps{she was unable to provide the serial number because she is not sure which pump is causing this issue) alarms with high pressure before she even primes the tubing. She stated that as long as she makes sure that the cassette is inserted correctly by "releasing the tab on it," then the pump infuses fine without any problems. She also discarded the cassette that she ended up wasting from last week. The wasted cassette is one of her premixed remodulin cassettes. Patient is on intravenous remodulin therapy - premix program. She denied any changes to her breathing/side effects. The malfunctioning cassette that the pt had thrown away is one of the oremix cassettes(rx# (B)(4)). Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? No; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Pt stated that she does not need a replacement pump at the moment because she is unsure which of the pumps was causing the issue, and she also isn't sure if it was actually malfunctioning cassette issue. Reported to cvs/caremark by pt/caregiver. Ref report: mw5144852.